Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure for treatment of a stone in the common bile duct. During the procedure, the patient was placed in the prone position under general anesthesia. The physician was unable to pass the scope into the patient's esophagus. After several minutes of trying, the physician discontinued the procedure. He noticed irritation to the area after his attempts but did not suspect a perforation. He then referred the patient to another healthcare facility for treatment. Several days later, the patient underwent an ercp at the referred facility and an oropharyngeal perforation was detected. The perforation was confirmed by contrast study and treated surgically. The patient was then hospitalized. Despite follow up attempts, no further information has been obtained at this time. The physician stated that since it is unclear during which procedure the perforation occurred, he is unable to determine if use of exalt contributed to the complications. He noted that the second physician also had a difficult time passing a scope into the patient's esophagus and had to use an overtube.

Manufacturer narrative:
The patients exact age is unknown, but it was reported to be over (B)(6). Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was introduced for use in an endoscopic retrograde cholangiopancreatography (ercp) procedure for treatment of a stone in the common bile duct. During the procedure, the patient was placed in the prone position under general anesthesia. The physician was unable to pass the scope into the patient's esophagus. After several minutes of trying, the physician discontinued the procedure. He noticed irritation to the area after his attempts but did not suspect a perforation. He then referred the patient to another healthcare facility for treatment. Several days later, the patient underwent an ercp at the referred facility and an oropharyngeal perforation was detected. The perforation was confirmed by contrast study and treated surgically. The patient was then hospitalized. Despite follow up attempts, no further information has been obtained at this time. The physician stated that since it is unclear during which procedure the perforation occurred, he is unable to determine if use of exalt contributed to the complications. He noted that the second physician also had a difficult time passing a scope into the patient's esophagus and had to use an overtube.

Manufacturer narrative:
Block a2: the patients exact age is unknown, but it was reported to be over 90 years old. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (patient codes): patient code e2114 captures the reportable event of perforation. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h9 (correction/removal reporting #) on march 03, 2022 a product advisory notice (92825915-fa) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information. Block h11: blocks h7 and h9 have been corrected.